Event description:
Adverse event(s): procedure completed with manual technique; no pt injury (alternate procedure performed). Product problem(s): weak aspiration (aspiration issue). The surgeon reported that he experienced weak aspiration during a case. The surgeon completed the case using a manual technique. Three procedures were also postponed. The first pt was under anesthesia.

Manufacturer narrative:
The company service rep examined the system and found that it met specs. This was double-checked through the event log review procedure. The system was tested and no problem could be found. The service rep performed an in-service on the system with the surgeon. A review of complaints for the last 24 months did not indicate any add'l related complaints or related service requests for this system. The device history record was reviewed and there was no related issues in mfg for this system during assembly/testing. The root cause for the reported issue could not be determined. (B) (4). Alternate procedure performed. (B) (4). (B) (4).